Event description:
Instrument failure - the product broke during stem extraction; cause not known.

Manufacturer narrative:
(B)(4) is not the manufacturer of record for this device. The complaint will be forwarded to the manufacturer.